Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa. Two different deployment attempts were made with a 24mm and 27mm watchman laa closure device (wds), but the closure devices were positioned too proximally. A third attempt was made with a 24mm wds. However, the was became kinked on the third attempt at implanting a closure device. The kink went unnoticed and the closure device was deployed in the laa, but release criteria was not met. The closure device was fully recaptured. A new 27mm wds was being inserted into the was when the kink was noticed. The was exchanged and they attempted to deploy another 27mm wds but release criteria was not met. The procedure was not completed due to the patients anatomy. There were no patient complications and the patient is doing fine.